Event description:
The customer reported ind (indeterminate) flags for total beta human chorionic gonadotropin (tbhcg2) and dil-tbhcg2, for one emergency room (ER) patient, involving access 2 immunoassay system. Repeat analysis of the neat sample for dil-tbhcg2 also resulted in ind flags. The customer contacted the hospital's emergency department for a new patient sample but the hospital stated the test was not needed and cancelled the test. The customer performed quality control (qc) for tbhcg2 and obtained negative results and noted a tbhcg2 reagent pack was not on the carousel. The customer stated another operator had scanned the reagent pack but did not load it on the carousel prior to analysis. There were no errors in the event log except a reagent carousel motion error. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting and did not question system performance.